Event description:
It was reported that during a chronic catheter placement procedure, leakage was allegedly found from the drum when the port was united with the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port kit. Following components were received: one flushing connector, two catheters, one j-tip guidewire in a guidewire hoop, one peel apart sheath and a vessel dilator, one tunneler, one straight non-coring needle, one vein pick, one introducer needle, one MRI implantable port and two sealed safety infusion sets was returned for evaluation. Gross visual, microscopic, functional and tactile evaluations were performed. Under microscopic observation, minor punctures were observed on the port septum. Upon infusion, the port was patent to both infusion and aspiration without issue and no leaks were observed. Therefore, the investigation is inconclusive for the reported fluid leak, issue as the exact circumstances at the time of the reported event was unknown and the issue cannot be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port kit. Two catheters along with other components were returned for evaluation. Gross visual, microscopic, functional and tactile evaluations were performed. Under microscopic observation, minor punctures were observed on the port septum. Upon infusion, the port was patent to both infusion and aspiration without issue and no leaks were observed. Therefore, the investigation is unconfirmed for the reported fluid leak. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement procedure, leakage was allegedly found from the drum when the port was united with the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, leakage was allegedly found from the drum when the port was united with the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). Device pending return.